Manufacturer narrative:
E1. Initial reporter address 1:(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10atm within 30 seconds. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.